Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, when the device was primed, the reported error code message was displayed. Root cause of the reported issue is unknown, but it was found that the device motor was defective. The motor will be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for over infusing. These repairs should not have adversely impacted the motor function.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, an error code occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.